Manufacturer narrative:
The device had no button error alarm noted. The device was received with an intermittent b button response due to corroded button keypad trace. It also had minor scratched lcd window, broken battery tube threads and cracked reservoir tube lip. No frozen screen was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was unknown at the time of the incident but they reported a later blood glucose of 257 mg/dl. The customer stated that the buttons were also unresponsive. The customer also stated, heat and moisture, when asked if there was any significant event leading to the keypad issues. The customer stated they have taken out the battery when asked if the time on the clock did not advance when monitored for one minute. The customer was advised to change the battery and observe the time for three minutes. The customer stated that they have done this procedure prior to calling and the time still did not advance. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.